Event description:
It was reported to tyco/healthcare/kendall in 04/02 that a needle stick occurred. The customer alleges that the syringe had two needles on the hub. The injury happened after customer gave self insulin. The syringe is not being released per user. No medical care was sought by user.